Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was not able to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for cosmetic damage(crack on pump), pump error 3, pump error 53, and pump error 43 alarms found on (B)(6) 2021. In addition, customer alleged insulin pump not communicating with mobile app. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found severe moisture damage on the electronic assemblies and force sensor. Device did not download using crest due to severe moisture damage therefore, insulin pump failed to enter recovery mode preventing download of history files and traces using thus, and as a result unable to verify pump error 53 and pump error 3. Device tested outside the insulin pump and received pump error 43 at rewind. Device is not compatible with mobile app due to insulin pump being 600 series therefore, unable to link insulin pump to mobile device using mobile app. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage, cracked case(battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, and corroded battery tube. Cosmetic damage(crack on insulin pump) was confirmed during visual inspection where cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads was noted. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable verify pump error 53 and pump error 3 due to failed to download history files and traces using crest and thus from severe moisture damage on electronic assemblies. Pump error 43 confirmed during rewind due to corroded motor home switch. Device is not compatible with mobile app due to pump being 600 series therefore, unable to link insulin pump to mobile device using mobile app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch therefore, unable to download and verify pump error 53 and pump error 3. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Device tested outside the device and received pump error 43 at rewind due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.